Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external flash crc error. Customer's blood glucose at time of incident was unknown. Customer stated the alarm did not clear with esc/act. Customer turned off the alarm at 3am and the screen when blank. Customer stated that the alarm occurred 3 times in (B)(6). Customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump was received with an intermittent blank display due to moisture damage on the mother board. Unable to perform the self test, unexpected restart, displacement, operating currents, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests due to a blank display. Unable to verify the external flash crc error alarm due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a shifted end cap sticker.